Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the progav, but no significant deformations or damage were determined. Permeability test: a permeability test has shown that the progav and the control reservoir have a blackage while the shuntassistant and the peritoneal catheter are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the shuntassistant operates within the accepted tolerance in the horizontal position but not within the specified tolerances in the vertical position. An accelerated outflow in the vertical position could be determined. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: according to the investigation results, a blockage at the progav and the control reservoir as well as an accelerated outflow at the shuntassistant were detected. The visible deposits inside the components led to the functional impairments. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. Furthermore, we cannot determine functional deviations or other abnormalities in the peritoneal catheter. The product operated within all specifications. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav shunt system (#fx434-t) was used. During the operation, a permeability test showed that the shunt tube valve was blocked. The original ventricular catheter component has been discarded, and a new snake shunt tube was replaced to continue the surgery.